Manufacturer narrative:
The insert was returned to hologic for evaluation. Visual evaluation indicated signs of multiple usage and wear. Currently, hologic is only aware of 3 complaints of this kind; all of them from one location, on one system, over a 9-month period. Based upon the health risk assessment, not using the provided padding can potentially result in rib injury for patients with pre-existing health issues. The probability of broken ribs is believed to be extremely remote and current instructions state to use cushions. Therefore, a remedial action assessment (raa) is not required. A definitive root cause cannot be determined. Hologic strives for continuous improvement and will continue to monitor and trend for safety.

Event description:
It was reported that on (B)(6) 2021 a (B)(6) female patient had a right latero-medial biopsy of a posterior lesion. Patient described discomfort on her rib area at time of positioning, padding/cushions given adjustments by both mit and patient, patient consented to continue biopsy procedure. Patient later reported to the customer on (B)(6) 2021 that she had ended up with an injury to her rib cartilage, also stating "I haven't been able to exercise or even get out of a chair or bed without severe discomfort". This event was reported to hologic on (B)(6) 2021. A field engineer was dispatched to the site and an initial evaluation did not find any mechanical or physical issues with the system. Discussions with the customer determined the provided hologic padding was not being used and additional application training was completed regarding the use of the correct padding as well as alternative positioning techniques that can be considered. As of today this investigation is still in progress.

Event description:
The customer reported that the tabletop felt more rigid on one side than the other. The aperture comfort inserts were replaced. The customer tried the table with the new 12.5cm round hole insert and said it felt much better and will continue to monitor. The replaced comfort inserts have been requested to be returned to hologic for evaluation.